Event description:
It was reported that during a normal device replacement when interrogating the device out of range low pace impedance measurements were recorded with this right atrial (ra) lead. The boston scientific representative noted that the impedance trend had been decreasing over the last year. In addition, there was some episode of anti tachycardia response episodes originated from noise on the right atrial channel. The physician believed this ra lead had insulation damage and it would be beneficial to take advantage to replace the lead during the device changeout. However, due to clinical reason the device was replaced and the ra lead remained implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.